Manufacturer narrative:
The ventilator was investigated on site by our field service engineer and further investigation revealed that the control printed circuit board was defective. Issue resolved by replacing the defective part and unit was handed over to customer in working condition. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The control pcb (printed circuit board) manages the regulation of inspiratory flow and pressure during both inspiration and expiration in different ventilation modes. It oversees the control of respiratory timing patterns, adjusting frequency and duration settings according to front panel inputs. The pcb also plays a crucial role in generating flow reference signals (insp flow ref 1 and insp flow ref 2) based on the desired total inspiratory flow values set on the front panel. The level relationship between these signals is influenced by the specified oxygen concentration, facilitating the control of the respective gas modules (air and o2) through the pcb.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. Moreover, the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).